Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on a 1 ml allergist tray with 27 g x 1/2 in. Bd safetyglide¿ permanently attached, regular bevel needle was sticking during use and a staff member obtained a contaminated needle stick injury. The staff member received post exposure lab work.

Manufacturer narrative:
Three used samples were returned for evaluation. The syringes were returned with their safety shields activated which made investigation difficult. However, a visual/microscopic inspection revealed that excess adhesive was found on the hub of one of the samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6260609. A root cause has not yet been determined for this incident. The samples have been forwarded to the manufacturing site in (B)(4) for further evaluation to see if the excess adhesive may have contributed to the issue of safety shield sticking and resulting in needle stick injury. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Results: three used samples were returned to the manufacturing site in (B)(4) for a secondary investigation. A visual inspection revealed that the push rods were locked into place as desired upon activation. There is no damage to the syringe or any of its components. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6260609. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that potential root cause may be: flash on components. Out of specification components causing parts to fit tightly together. Operator use during activation. The safety syringe manufacturing team will continue to monitor customer complaints for defects of this nature.